Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that rotor offset calibration was performed which resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that after the site finished doing the calibration, the site opened the gantry door and was then unable to close it. No patient present.